Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent laparoscopic sleeve gastrectomy. The procedure was complicated by esophageal perforation that was localized to be in the cervical esophagus. Repaired endoscopically with sutures.

Manufacturer narrative:
Additional information: note:currently the medical records submitted with this legal claim do not establish that it is a covidien product. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent laparoscopic sleeve gastrectomy. The procedure was complicated by esophageal perforation that was localized to be in the cervical esophagus. Repaired endoscopically with sutures. Note: currently the medical records submitted with this legal claim do not establish that it is a covidien product.